Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of hazardous drugs spilling from a crack below the drip chamber on the secondary tubing sets could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The customer identified a possible lot number (plot) of 13763323 (expiry date 11/01/2026, MFR date 11/01/2023). The lot history of the potential lot was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a secondary set 34in ndehp w/ext hook. Unspecified hazardous drugs reportedly spilled from a crack directly below the drip chamber on the secondary tubing set. The facility's current inventory seemed to have the same lot number, but they could not guarantee if it was from lot 13763323 and list number 14230-28. One patient noticed a drug leaking onto her food container but had not eaten anything from it. There was no patient harm as the drug spills were caught before they became extensive or had direct exposure to personnel, staff or patients. There was a delay in therapy in each case and the hazardous drug spill procedure had to be implemented. The drug was remixed by pharmacy for administration; treatment was delayed in each case. This report reflects two same/similar incidents.